Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 214 mg/dl (compact plus) and 114 mg/dl (aviva nano). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Reference medwatch with (B)(6) for the compact plus system.